Event description:
During treatment for persistent atrial fibrillation, a farawave nav catheter was selected for use. During device preparation, excessive discharge from the flush port was observed. The device was replaced and the procedure was successfully completed with another farawave device. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.